Event description:
Had vagus nerve stimulator placed in 2004 and has regressed in all areas. Was walking and now in infant state, it has been turned off for almost 2 months and has showed some muscle control but is still infant state. Has g-tube feeding and is also non-verbal.